Event description:
It was reported that the probe was inserted after the trans cranial doppler and the computerized tomography (CT) scan were done on (B)(6), 2010. At the beginning, the intracranial pressure (icp) reading was higher than normal. The doppler and the CT matched with this value. After 30 minutes, the icp was negative 15mmhg. There was no pt injury. There was no info provided about delay in surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.